Manufacturer narrative:
Efforts to obtain additional information from (B)(6) were unsuccessful. Redness at the infusion site was also reported but is not addressed in this report. Infusion sets are required for the use of the remunitypro pump but are not manufactured or distributed by millyard advanced medical products, llc, for use with the device. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on (B)(6) 2026 from (B)(6) and forwarded to millyard advanced medical products, llc on (B)(6) 2026. It was reported that the patient received a "cassette volume low" alert earlier than expected while using one of their remunitypro pumps. The patient attempted to prime their tubing but was unable to see any medication and further troubleshooting efforts were unsuccessful. It was also reported that the patient had misplaced one of their remunitypro remotes and subsequently experienced an interruption in therapy as they were unable to resume their infusion. It was later reported that the patient experienced pairing issues between their remunitypro pumps (serial numbers (B)(6) and (B)(6)) and remotes and presented to the emergency room after being without remodulin for approximately six hours. The patient denied symptoms or side effects during this time. Troubleshooting efforts by the physician and emergency room staff were ultimately successful, following which, the patient was able to resume therapy on their device.